Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking blood. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. Additional information was received on the event. The hemostatic valve appeared to not be functioning properly as the sheath was leaking blood. The hemostatic valve appeared to be in one piece. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not appear to enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was minimal. The event was assessed as MDR reportable as a hemostatic valve leak issue.

Manufacturer narrative:
The investigation was completed on 06-sep-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 50000109 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).